Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule, rupture, anxiety-product/procedure.

Event description:
Patient reported right side "a lump or thickening in or near the breast or in the underarm area." No treatment or surgical reoperation has occurred. Healthcare professional later reported right side rupture and implant exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.